Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was functional however, the transmitter ID screen was unresponsive. Although the transmitter ID screen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. There was no reported impact to the customers blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.